Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00742 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products: persona tm modular tibia catalog # 42530007901 lot # 62444653 , persona all poly patella catalog # 42540000035 lot # 62445353 , articular surface fixed bearing ultra congruent catalog # 42511200614 lot # 62456450 , palacos r 1x40 single catalog # 00111214001 lot # 76174337 , femur trabecular metal cruciate retaining (cr) catalog # 42502806601 lot # 62354140. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2016-01379 and 0001822565-2018-00756. Product location unknown.

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral, articular surface, and tibial component were removed and replaced with competitor product.